Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros sodium (na+) result was obtained from a single level (l3) of non-vitros biorad quality control (qc) fluid processed using vitros chemistry products sodium (na+) slides lot 4272-1152-0444 on a vitros xt 7600 integrated system. Biorad 56730 (l3) result of 115.0 mmol/l vs an expected result of 157.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected result was from a non-patient qc fluid and was not reported outside of the laboratory. The customer confirmed patient results were not impacted by this issue. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ result was obtained from a single level (l3) of non-vitros biorad quality control (qc) fluid processed using vitros chemistry products sodium (na+) slides lot 4272-1152-0444 on a vitros xt 7600 integrated system. The assignable cause of this event was an issue with the vitros xt 7600 integrated system. Results of vitros na+ diagnostic precision testing demonstrated that the vitros xt 7600 integrated system was not operating as expected at the time of the event. An ortho field engineer (fe) traveled to the customer site and replaced the electrometer and performed a periodic maintenance procedure for the microslide subsystem. Acceptable biorad qc performance in combination with vitros na+ lot 4272-1152-0444 was observed after the ortho fe service actions were performed, demonstrating that the issue was resolved by service actions performed on the vitros xt 7600 integrated system.